Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that review of the submitted log files by a representative of the manufacturer¿s technical services revealed a loss of power to the mobile power unit (mpu) on (B)(6) 2019 at 2257. The lvad system continued to operate at the set speed, supported by the system controller¿s backup battery until external power was restored.